Event description:
It was reported to philips that live monitor issue during clinical use; defective monitor replaced on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the live monitor and calibrated it, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).